Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the implant lifting up was possibly due to a change in activity level, as they have a new medication they are limited to sitting or reclining more. The steps taken to resolve are the patient is making an effort to be more mobile, and is waiting to see a manufacturer's representative (rep) at their next visit. The issue is not resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, chronic low back pain and spinal pain. The patient reported that the bottom of the implant where she sat kept lifting up and she put a pillow behind it to support it. The patient reported that the implant had been lifting up on and off since implant and she kept telling her healthcare provider this. No further complications were reported.